Manufacturer narrative:
Device evaluation: the lens associated to the complaint remains implanted. Therefore, a product evaluation is not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request associated to the manufacturing date and/or production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If explanted, give date: not applicable, remains implanted in the eye. Initial reporter name, phone number, and full address: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon noticed patient intraocular lens(iol) had opacification. Reportedly visual acuity is 20/40 but if vision worsens there will be planned explant. No other information provided.